Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing device history review (DHR) is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were both were removed. The investigation found the top case is cracked in front corners. The pump event history showed a battery communication time out error in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, during power up process. Battery readings are all reading "0". Interconnect board was not charging battery due to electrical short caused by fluid ingression. Contamination found on interconnect board, main board and the battery pack. The root cause of the reported issue was due to use error. The technician interconnect board, main board and battery (contamination found on all the components). Cleaned, greased and calibrated the device, performed power up process which passed.

Event description:
It was reported that a battery communication timeout error was observed. No patient injury was reported.